Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 99% in-stent restenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). The lesion was predilated with a 2.0x15mm and 2.5x15mm balloon and ivus was performed. A 2.50x20mm taxus liberte stent delivery system (sds) was then advanced to the rca; however, the device was unable to cross the lesion. The device was removed from the patient and it was noted that the stent was flared. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is good.